Event description:
This is being filed to report a patient death post-mitraclip procedure. The patient passed away on (B)(6) 2023, due to right ventricular failure associated to the patient's poor health. The patient was awaiting a lung transplant. It is currently unknown whether the mitraclip caused or contributed to the patient's death. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. The reported death / expired (cardiac death) was due to right ventricular failure. The cause of the reported heart failure/ congestive heart failure associated with the right ventricular failure could not be determined. The reported patient effects of mitral regurgitation, heart failure, and death, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. This event was further reviewed by an abbott global medical affairs director. The reviewer stated, ¿the patient¿s death was due to multiple clinical [conditions] as noted above including right ventricular failure and severe lung, end-stage lung disease. The patient received 3 mitraclip devices as noted above, however, the procedure was not successful with persistent severe mr. In reviewing the narrative, it is possible that either the second clip, the third clip or both contributed to the tissue injury which caused a new flair segment which could not be treated. However, it is unlikely the mitraclip devices contributed directly to the patient¿s death. However, the procedural failure and possible worsened mitral regurgitation could have been additive factors which led to a cascade of events which contributed to the patient¿s death in the setting of end-stage lung disease and right ventricular failure.¿

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the reported mitral valve insufficiency/regurgitation (worsening mr) appears to be due to movements during entanglement troubleshooting interacting with previous clip implant. The reported device damaged by another device (caused damage) associated with the troubleshooting movement causing migration of a previous clip was due to the clip being entangled in chordae. The reported entrapment of device (clip caught on chordae) was due to procedural circumstances during subvalvular positioning (clip interacting with patient pathology/morphology). The reported patient effect of mitral regurgitation as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other mitraclip is filed under a separate medwatch report.

Event description:
This is being filed to report a mitraclip xt that was caught in the chordae. It was reported that a patient presented with grade 3 degenerative mitral regurgitation (mr) and a prolapsed p2 leaflet with the presence of flail. During a mitraclip procedure, the valve target was a2 and p2 leaflets. The first clip was implanted on medial side of a2 and p2 leaflets, then the second xtw clip was implanted on the lateral side of the same leaflets. A third clip, which was an xt, was intended to be placed on the lateral side of a2 and p2 to treat the remaining mr. As the xt was attempted to be placed, the device became entangled in the chordae under the anterior leaflet. Movements to release the xt caused significant movements of the second xtw clip. After unsuccessful attempts to free the xt, such as inverting the clip, it was decided to establish a safe grasp and deploy the clip. After deployment, the mr was grade 4 and a flail was observed between clip 1 and 2. The movement of the second xtw clip caused a new flail. All clips were stable and well seated. There was no clinically significant delay or adverse patient sequelae. No additional information was provided.